Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of deployment suture broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during an esophagogastroduodenoscopy (egd) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a 3 cm tumor within the distal esophagus due to esophageal cancer. The patient's anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the deployment suture broke on the first attempt to release the stent. No part of the stent deployed. Subsequently, the device was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.